Manufacturer narrative:
The field service engineer adjusted the bucket filling, adjusted the gear pump, and replaced the sample pipette. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
The reagent lot number was 849768. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas 6000 c501 module. Patient 1 initial result was 6.5 mg/dl with a data flag, and the repeat result was 65.6 mg/dl with a data flag. Patient 2 initial result was 6.2 mg/dl with a data flag, and the repeat result was 120.8 mg/dl with a data flag.